Manufacturer narrative:
Replaced acb (anesthesia control board) to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, unit displayed an error message of "machine shut down use back up menu ventilation". There was no reported patient involvement.

Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The gehc internal field modification number is (B)(4).